Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00339, initially reported on 21-apr-2020 through esubmitter. This MDR is to reflect the additional information received. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in each of the cylinder bladders. Testing revealed these to be sites of leakage. Microscopic inspection revealed uniform striations on the surfaces of the sites of separation, indicating contact with sharp instrumentation such as a scissors or scalpel. Microscopic inspection revealed surface abrasion on the shorter pump exhaust tubing and the cylinder 1 pump exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladders of cylinder 1 and cylinder 2 occurred subsequent to the device packaging being opened. The information received indicated the device was implanted approximately four years and assumed functional. Therefore, the separations noted on both cylinders may have inadvertently occurred during or after explant and is not the reason for the reported complaint. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, cylinder leak (holes). Device revised.